Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) turned off. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) evaluated the iabp unit where the customer advised that the unit shutdown while moving the coiled monitor cord. The fse observed that the lock on the cable was not working and could freely move and disconnect the cable. To fix the issue the fse replaced the coiled cord cable which corrected the issue then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), e2, e3, g3, g6 g7, h2, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: h3. A getinge field service engineer (fse) evaluated the iabp unit where the customer advised that the unit shutdown while moving the coiled monitor cord. The fse observed that the lock on the cable was not working and could freely move and disconnect the cable. To fix the issue the fse replaced the cable which corrected the issue then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.